Event description:
It was reported that the physician placed the web embolization device onto an aneurysm at a media bifurcation. After placement, the device would not detach after attempts using 2 different detachment controller devices. The web was removed from the patient and the physician used a competitor's bifurcation aneurysm implant and coils implants devices to treat the aneurysm and complete the procedure. There was no report of injury to the patient.

Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (device evaluation). Investigation conclusion: the investigation of the returned web system found web implant separated from the pusher, the proximal connector kinked, and the heater coil windings stretched and broken. The implant and the portion of the heater coil distal to the break site were not returned for evaluation. The proximal end of the heater coil was found burnt, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched and broken heater coil windings are an indication that the tether could have been caught in between the coil windings, causing the heater coil to stretch and break when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the proximal connector kink, but the damage is consistent with the device experiencing forces that exceeded the pusher's yield strength. The evaluation of the returned controllers found one of the two controllers to have low board voltage, which may have caused or contributed to the reported detachment issue. The returned microcatheter was found to be flattened at approximately 4cm from the distal tip; however, this would not have contributed to the alleged detachment issue. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, postembolization syndrome, and neurological deficits including stroke and death."